Manufacturer narrative:
(B)(4). The analysis results found that the harh36 device was returned inside its package. Upon visual inspection, the tyvek from the packaging was noted to have one tear near the area where the hemostasis button from the device is placed. During the evaluation of the packaging, it was found that the instrument was not snapped into the blister potentially causing additional friction at the tyvek tear area. No conclusion could be reached as to what may have caused the condition of the instrument that led to the damage at the tyvek. However, it should be noted that an investigation has been initiated to address the potential root cause of the issue. The batch record was reviewed and no anomalies were noted during the manufacturing process. Photographic analysis: upon visual inspection of the pictures, the tyvek from the packaging appears to have one tear near the area where the hemostasis button from the device is placed. No conclusion could be reached as to what may have caused the condition of the instrument that led to the damage at the tyvek. However, it should be noted that an investigation has been initiated to address the potential root cause of the issue.

Event description:
It was reported that prior to an unknown procedure, during the morning setup for a case, the nurse noticed a tear in the sterile packaging in a non-sterile field. A result of the advanced hemostasis button pushing against the sterile back. There was no use on patients. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon visual inspection, the tyvek from the packaging was noted to have one tear near the area where the hemostasis button from the device is placed. During the evaluation of the packaging, it was found that the instrument was not snapped into the blister potentially causing additional friction at the tyvek tear area. No conclusion could be reached as to what may have caused the condition of the instrument that led to the damage at the tyvek. However, it should be noted that an investigation has been initiated to address the potential root cause of the issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.